Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (8 mg/ml at 1 mg/day) via an implanted pump. It was reported that the pump was not working; the patient was not getting any relief from the pump. Per the reporter, there were high residuals at the refill in july, and a dye study found that the catheter was not working. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be falls. The patient was taken to surgery. The expected volume was 5.3 cc, but 20 cc was aspirated. During the procedure, the physician tried doing a catheter revision but was unable to get the new catheter in due to the patient¿s anatomy. The surgery was aborted, and the device system was explanted. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2025, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 28-apr-2025, UDI#: (B)(4); product ID: 8780, serial/lot#: (B)(6), ubd: 16-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information - 2025-11-21 14:16:15 cst pli# 10 product ID# 8667-20 continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), product type: catheter. H3: 8667-20: the returned device passed all testing in the laboratory and no anomalies were identified. H3: 8780 (sn: (B)(6)): analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. H3: 8780 (sn: (B)(6)): analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.